Manufacturer narrative:
H10: the actual device was returned for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the drip chamber. It was also observed that there was minimal residue of solvent present on the tubing. The reported condition was verified. The cause of the reported condition was improper solvent bonding between the tube and chamber during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, three (3) photographs of the sample were provided, and two (2) retention samples were evaluated. The photographs were visually inspected with the naked eye and the reported issue was observed in one (1) of the photos only. Due to the nature of the sample, no further evaluation could be performed. The two (2) retention samples (one from the start of the batch and one from the end of the batch) were visually inspected with the naked eye and no issues were noted. All junctions on the retention samples underwent a push-pull test, and no disconnections were observed. An underwater leak test was also performed and no leaks or blockages were found. The reported condition could not be verified on the retention samples, however, based on the photograph, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the drip chamber of a solution administration set. This was discovered during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.